Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Right and left plunger case cracked. Backup audible alarm was found in pump event history log. Reported problem was able to be duplicated during power-up test. The pump had a low profile super cap. The root cause of the reported issue was found to be the main board. Actions were taken to mitigate the reported issue: replaced main board. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with backup audible error. No patient injury was reported.